Manufacturer narrative:
The helix was partially extended and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported event of loss to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during device checking following day after the implant, loss of capture was noted on the left bundle lead. Chest x-ray confirmed the lead had micro-dislodged and had little to no slack. The left bundle lead was explanted and was replaced with a new lead. The patient's condition was stable.